Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The issue was resolved by re-interrogating the device. No intervention was performed. The patient was asymptomatic.